Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical trial: same case as MFR# 6000089-2007-01289, 6000093-2007-01717, -01714. It was reported that post index procedure, the pt had a target vessel revascularization (tvr). On the day of the index procedure, the patient was admitted with recurrent chest pain. ECG showed t-wave flattening over the inferior and lateral pre-cordial leads from recent circumflex event. There was no acute st segment elevation noted. The angiogram from three days prior was reviewed and it was decided to intervene on the lad. Initially, rotational atherectomy was performed on all the day lesions. Then, another mfrs stent was placed in the apical left anterior descending artery (lad). Target lesion 1 was then identified as a de novo lesion in the mid lad. The lesion was 3 mm wide, 18 mm long, and 70% stenosed. There was mild calcification and tortuousity. The physician direct stented the lesion with a 3.0 x 24 mm taxus express2 stent. Target lesion 2 was a de novo lesion in the proximal lad. The lesion was 3 mm wide, 8 mm long, and 90% stenosed. There was mild calcification. The physician direct stented the lesion with a 3.0 x 12 mm taxus express2 stent. Target lesion 3 was a de novo lesion in the proximal lad. The lesion was 3 mm wide, 12 mm long and 90% stenosed. There was mild calcification. The physician direct stented the lesion with a 3.0 x 16 mm taxus express2 stent. All 3 taxus stents were then post dilated. One of the inflations in the tortuous mid lad (target lesion 1) was proximal to the edge of the stent and produced an edge tear. Therefore, a 3.0 x 16 mm taxus express stent was placed. Residual stenosis post dilatation in all stents was 0%. The pt rec'd a gpiib/iiia inhibitor, aspirin and plavix during the procedure. Of note, the previously placed circumflex stent 'looked excellent'. The pt was discharged one day later on aspirin and plavix. The pt underwent a stress test on day 542 that showed a mildly dilated left ventricular cavity with overall preserved systolic function. Lvef was 53%, up from 45% the preceding year. Also noted was some apical ischemia involving a small segment and possible posterior wall ischemia. Of note, the pt was still taking aspirin and plavix at this time. The pt was referred for cardiac catheterization. On day 587, the mid lad was treated with placement of 2 taxus express 2 stents (3.5 x 16 mm and 3.5 x 12 mm). There was no residual stenosis. There were no reported complications and the pt was discharged the next day on aspirin and plavix. In the opinion of the physician, there is no relationship between the tvr and the stents. In august of 2007, the clinical events committee reported a possible relationship between the tvr and the stents.